Event description:
Additional information received reported that on 29mar2021, the patient reported respiratory failure; profound nosebleed requiring intubation due to respiratory distress. The event reported to have resolved without sequelae stop date 02apr2021. On 21apr2021, the patient had another episode of epistaxis requiring rhinorockt and intubation. The patient was transferred to intensive care unit (ICU) and placed on oxygen supplementation. Treatment included blood products and the patient is ongoing in stable condition. No additional information provided.

Manufacturer narrative:
Section b5: additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient information was not provided. The serial number of the pump was not provided.

Event description:
It was reported that the patient had epistaxis aspiration of blood that required intubation. A flexible bronchoscopy was performed. The patient's treatment included blood products and vitamin k.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that bleeding resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had leukocytosis, urinary tract infection (uti), and low flow alarms. The patient also experienced epistaxis aspiration of blood that required intubation for respiratory distress. Flexible bronchoscopy was performed, and the patient was treated with blood products and vitamin k. The event was reported to have resolved without sequelae on (B)(6) 2021. The patient had another episode of epistaxis requiring rhinorockt and intubation. The patient was transferred to the intensive care unit (ICU), placed on oxygen supplementation, and treated with blood products. According to the account, the patient was also treated with continuous renal replacement therapy (crrt) to better optimize volume for renal dysfunction which resolved on (B)(6) 2021, and bleeding resolved on (B)(6) 2021. The low flow alarms also resolved on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU, is currently available. Section 1 ¿introduction¿ of this document lists bleeding, infection, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information reported bleeding with a start date of (B)(6) 2021 and stop date of (B)(6) 2021 in which the event resolved without sequelae. Low flow alarms started (B)(6) 2021 and resolved without sequelae on (B)(6) 2021. Leukocytosis and uti of unknown etiology (B)(6) 2021 to (B)(6) 2021 in which treatment rendered were antibiotics. On (B)(6) 2021, the patient had low flow alarms. Low gradient moderate to severe aortic stenosis. Start date (B)(6) 2021 and resolved without sequelae on (B)(6) 2021.